Manufacturer narrative:
The complaint sample has not been returned to nova as of yet; therefore, an evaluation of the device could not be performed. Further investigation is being completed and a supplemental report will be submitted upon completion

Event description:
The ed educator reported that they had a pediatric patient with questionable nova statstrip glucometer results. The test was run march 02nd on their statstrip meter s/n: (B)(4) using test strips with lot: 0321243249. The patient was in diabetic ketoacidosis and then had blood sugars in a lower-than-expected range on one of the glucometers. When they tested on an alternate glucometer later in the evening, the blood sugar was in the range (176) that matched the clinical picture.

Manufacturer narrative:
(B)(4). DHR review for the statstrip glucose meter, sn (B)(6) was performed by the sr. Quality control investigator. No abnormalities or concerns were observed; the dhrs indicated that the released product met all specifications. Retain statstrip glucose test strips, lot 0321243249, met the performance acceptance criteria for linearity and whole blood specimens. All linearity results were within range and no discrepant results were observed for whole blood samples. No further action is required at this time, nova will continue to monitor for recurrence.